Event description:
It was reported that the patient experienced frequent charging and extended charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively. The explanted ipg will not be returned as it was discarded per hospital policy.

Manufacturer narrative:
Investigation summary: based on the available information (in the absence of product return) boston scientific concludes that the frequent ipg charging could not be confirmed. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: this ipg has not been returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. Investigation conclusion: based on the limited information, the reported event of frequent ipg charging was not able to be confirmed as the device was not returned for analysis. Therefore, the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that the patient experienced frequent charging and extended charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively. The explanted ipg will not be returned as it was discarded per hospital policy.